Event description:
Procedure type: oophorocystectomy. According to the reporter: 3 of the 5mm trocars were inserted for the surgery. When suction irrigation tips were inserted through the cannula (stryker laparoscopic tip), they were difficult to remove. For one of the cannulas, the tip could not be removed from the cannula. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no extension of incision.

Manufacturer narrative:
Tracking number (B)(4).